Event description:
It was reported that the customer's insulin pump went into a low alarm state during troubleshooting for a sensor issue involving inaccurate readings by the sensor. The specific discrepancy cited was for a blood glucose of 132 mg/dl when the sensor reading was 100 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.